Manufacturer narrative:
The patient's history of infection is reported under MFR number 2916596-2018-00407 and 2916596-2018-00766. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient presented to the hospital with complaints of headache and fever. The site administered daptomycin, merrem, and vancomycin to rule out meningitis. The patient had a history of driveline infection with recurrent bacteremia, (B)(6). Cultures noted no growth during admission. Additional information was requested but not provided.

Manufacturer narrative:
Section d4, g3, h4: additional information. Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate 3/heartmate ii left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.